Manufacturer narrative:
(B)(4). On (B)(6) 2014: electrocardiogram= no new myocardial infarction, on (B)(6) 2014 (1428): ck= 43 u/l, normal upper limit 195, on (B)(6) 2014 (1428): ck-mb= 20.0 u/l, normal upper limit 25, on (B)(6) 2014 (1428): troponin= 0.2 ug/l, normal upper limit 1.7, during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of angina, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2014, a 4.0x33mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery. On (B)(6) 2014, the patient was discharged home. On (B)(6) 2014, the patient was re-hospitalized for unstable angina. Medication was provided and the angina resolved without sequela. On (B)(6) 2014, the patient was discharged home. There was no additional information provided.